Event description:
Caller reported malfunction on pump. Blood glucose level was not adversely impacted, staying below 500 mg/dl. Customer service provided assistance with resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to reach out if similar issues arise again.